Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2005 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary retention, urinary frequency, and urinary urgency. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary retention, urinary frequency and urinary urgency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with anterior colporrhaphy due to cystocele and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems dyspareunia. On (B)(6) 2005 the patient underwent a mesh revision.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.